Manufacturer narrative:
Device passed the functional test, including the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. No unexpected insulin flow blocked alarm/no over delivery anomaly noted during testing however, device alarmed pump error 63 alarm (variable 3) during self test and confirmed in the device history due to broken pin 6 trace (sda) and pin 1 trace (vdd) on u1 keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer called and reported that they experienced low blood glucose with blood glucose of 50 to 54 mg/dl at the time of the incident. The customer did not mention how they treated. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer reported getting a hardware low level failures alarm and the pump failed a self test. The customer alleged insulin over delivery. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.